Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 378 mg/dl and an insulin injection was administered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The infusion set site was placed in an area that had stretch marks. The customer changed the infusion set site and tubing. Insulin delivery was resumed. During a follow-up, the bg level was reported to have declined to 290 mg/dl.